Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, system log files). During the procedure no x-ray was possible. The involved customer service employee (cse) checked the relevant printed wiring boards as well as re-plugged the cable connections between flat detector (fd) and flat panel detector receiver board (fdr). The system was recovered after cables were re-plugged and the system works as intended. A detailed log file analysis indicates a connection issue (x-ray enable signal from fd to fdr) between both interfaces. In the opinion of the technical expert, the most probable root cause to the bad connection is an improper workmanship during replacement of the detector in (B)(6) 2020: the cable harness on detector side was not well fixed and positioned. The replacement instruction describes the de- and reinstallation of a new detector. A check of the functions of the new detector was performed and was completed positively. The system had been running without problems since the april installation of the new detector until may. Therefore, this not well fixed connector can be pulled out of the slot slightly during the fd-rotation/fd-lifting or c-arm movement. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. This issue is not a systematic error. No corrective action is necessary. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occured while operating the artix zee floor sytem. During an interventional procedure, the user reported "no x-ray possible, except bypass fluoro during patient examination." The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of the lath of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.